Event description:
Information was received that a smiths medical cadd-legacy 1, 6400 infusion pump, failed accuracy-11.45%(while testing). No patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device . The customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.